Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the tsb45 instrument fired fine on first firing. On the second firing, the instrument would not open, although the surgeon pushed on the closing button. Finally the instrument was opened with another instrument and the surgeon found that the staples did not form at all, but the tissue was cut. The anvil of the instrument had dislodged, so the instrument would not open/close at all. The tissue was stapled with another instrument to complete the case. There was no consequence to the pt.